Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the procedure was to treat a lesion in the superficial femoral and popliteal artery. The 5.50x60mm supera self expanding stent system (ses) was advanced to the target lesion and during deployment, the last part of the stent released from the system while the proximal final lock was still engaged. As the stent was deployed in the target lesion, the procedure was completed at this time. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.